Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and when using the octaray, mapping was not possible with a specific spine. There was no error code. When the octaray was pulled out of the sheath, a thread-like object was found attached to the spine. It looked like an artificial product. The physician felt a little resistance when inserting the sheath. The sheath (agilis) that was used is also under investigation. This occurred one hour after start of use. Since there were no problems with the procedure, the same octaray was used as it was. The procedure was successfully completed. The procedure was completed without patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. A fiber-like material attached to one of the spine electrodes was observed during visual inspection. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No errors were observed. The material found was analyzed through a fourier transform infrared spectroscopy (ft-ir). The ft-ir results revealed that it was polytetrafluoroethylene (ptfe). This is a common material used in the sheath's manufacturing process (such as vizigo), and its origin is not the octaray catheter. A manufacturing record evaluation was performed for the finished device number lot 31409042l, and no internal action related to the complaint was found during the review. The mapping issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The resistance and the foreign material reported can be confirmed, as the ptfe observed on the device's spine may be the result of resistance with the sheath. The potential cause may be attributed to improper spine insertion. However, this cannot be determined with the information available. The instructions for use state the following recommendations: "advance the insertion tube along the catheter shaft to collapse the spines together prior to insertion into the guiding sheath. Do not bend the spines backward. Advance the insertion tube into the sheath only far enough to breach the valve. Do not apply excessive force to the catheter during insertion. After insertion, slide the insertion tube back toward the handle of the catheter." As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and when using the octaray, mapping was not possible with a specific spine. There was no error code. When the octaray was pulled out of the sheath, a thread-like object was found attached to the spine. It looked like an artificial product. The physician felt a little resistance when inserting the sheath. The sheath (agilis) that was used is also under investigation. This occurred one hour after start of use. Since there were no problems with the procedure, the same octaray was used as it was. The procedure was successfully completed. The procedure was completed without patient consequence.